Manufacturer narrative:
(B)(4). Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct300, was explanted from the right eye of a patient because the patient experienced blurry vision due to an unexpected port-op refraction. The patient was under-treated. There was no vitrectomy or patient injury reported. The lens won't be returned; it was cut in half for removal. No further information was provided.